Event description:
Caller reported a cartridge alarm 20 occurred during pumping. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address the high blood glucose level, the customer administered a correction bolus via the pump. Cts arranged to replace the pump and instructed the caller to return the problematic pump using a pre-paid label, with no third-party assistance required.